Manufacturer narrative:
No product has been returned for evaluation. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) 2 had involuntary movement and it was related to the whole armnet. Tse reviewed the logs and found no related errors. The customer confirmed that the usm was illuminated in yellow as in a fault state. Tse recommended to check the sterile adaptor (sa) engagement and the cannula of the usm for proper installation, and to install an endoscope for proper troubleshooting; however, the customer stated they used the vision side cart (vsc) in standalone with an endoscope and was unable to perform troubleshooting. As issue persisted, tse guided the customer to exercise the instrument clutch which led to all led's turning blue except for the cannula led. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer (hrsv). The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The usm did move with uncontrolled motion, and it did remain static after the uncontrolled movement. The same ports and endoscope were used for the conversion of the laparoscopic surgery. The patient tolerated the change.